Manufacturer narrative:
(B)(4). Eval, results: (cva/stroke).

Event description:
It was reported that approximately 38 months from the index procedure, patient death occurred. The cause of death was not reported and it was not assessed whether this event was related to the study stent.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (death). (B)(4).

Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted in the proximal lad during index procedure. Pt was asymptomatic/free of symptoms at 30 day and 6 month follow ups, had cardiac status of stable angina at the 1 year follow up and was asymptomatic/free of symptoms at the 1.5 year, 2 year, 2.5 year and 3 year follow ups. It is reported that the pt suffered an ischemic stroke approx 37.5 months post index procedure. It is reported that the pt was admitted from home after being found slumped in a chair, unresponsive and looked unwell. The pt was diagnosed with transient ischemic attack, diffused cerebrovascular disease and CT ischemic. Stroke diagnosis was based on a radiological evaluation. Pt was taking aspirin but not clopidogrel 24 hours before the event. Investigator indicated that the events were not related to the study device or procedure. (Ref MFR # 9612164201100506).